Event description:
A falsely elevated tpsa result of 0.44 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested and a result of 0.00 ng/ml was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated tpsa result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tpsa result was a misaligned hm probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tpsa result was a misaligned hm probe. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics inc technical solutions center rep. The instrument is performing within specs.